Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that event occurred during surgery and patient involved in this event. Procedure involved was micro endoscopic discectomy. There was no patient symptoms reported and patient was discharged from hospital.

Event description:
Information was received from multiple sources (manufacturer representative, user facility, service repair) regarding a endo scope used for spinal therapy. It was reported that the screen suddenly had no display. It is still unknown whether the patient is involved or not. There were no further complications reported regarding the event.

Manufacturer narrative:
B3: event date is unknown. H3: product analysis #(B)(4): product:9560101, lot no:300302 analysis confirmed that image malfunction was observed during the acceptance inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.